Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous left anterior descending (lad) artery. The 2.50mm x 15mm emerge¿ balloon catheter was advanced for predilatation, however, on the first inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).